Event description:
The surgeon reported that he inserted an aa4204vf plate silicone lens. A posterior capsular tear was noticed during insertion of the iol. The lens was removed without enlarging the incision. A vitrectomy was then peformed. The surgeon reported that the cause of the posterior capsular tear was due to surgeon's technique and not caused by the iol. (Deep lamellar endothelial keratoplasty) dlek was performed which was initially planned for the patient's pre-existing fuch's dystrophy. The patient's pre-op best corrected visual acuity was 20/80 with a pre-op refraction -3.50 -0.25x 087 and post-op best corrected visual acuity 20/40 with post-op refraction pl -0.75 x 90.